Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however, there was the possibility that the reported phenomenon was attributed to the following. The elevator wire was broken due to the metal fatigue by repeated stress. The forceps elevator was raised with excessive force using a endo-therapy accessory that was not applicable. The forcible insertion or withdrawing of an endo-therapy accessory was performed with excessive force. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during reprocessing of the subject device, forceps elevator wire of the subject device was broken and it did not move even if it was operated. There was no report of patient injury associated with the event.